Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -9.5/2.5/086 diopter, in the patient's left eye (os) on (B)(6) 2014 and the lens tore/broke during injection/delivery into the eye. The lens was removed on (B)(6) 2014 and was exchanged for another same model/different diopter lens. The exchanged lens resolved the problem. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn and the haptic torn. Corrected data: (B)(4).

Manufacturer narrative:
Corrected data: please disregard previous MDR supplemental #2. Submitted in error. Claim# (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens to have no visible damage. Correctional data: (B)(4).